Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the unit has bad plunger sensors. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device in good condition. Error was found in the device ehl (event history log) multiple times. The customer stated problem was duplicated. The q1 chip was broken off the plunger pcb (printed circuit board). Was glued down but knocked loose from the case. Replaced plunger pcb. The cause of the reported problem could not be determined. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR (device history review) was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
B5: additional information received via email on 18-august-2022 from customer and attached in complaint: the issue was discover during the annual pm of the pump. No patient was involved. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000.